Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed visible moisture ingress impacting the force sensor sockets and the force sensor assembly. The force sensor resistance reading was found to be out of calibration. Review of the pump history revealed "no cartridge detected" warnings that could not be duplicated.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.